Event description:
(B)(4) report rec'd. Concerning occlusion problem with one (1) 11956 clave connector. The report states "pt receiving IV medication for sedation and analgesia. Medications not effective... Pt required additional doses without effect. Upon exam of the clave, it was found that clave was permanently depressed, preventing the medication from infusing.". There were no reported adverse pt consequences. Although requested, the involved 11956 clave connector was not returned to the MFR for investigation and confirmation.

Manufacturer narrative:
Conclusion: in the absence of testing the involved devices the exact cause(s) of this event are unk at this time. This report and the associated info have been entered in the MFR's database for monitoring and trending.